Event description:
The patient contacted animas on (B)(6) 2012 reporting low blood glucose levels upon waking as low as 54 mg/dl with required assistance of a family member on occasions; the patient also indicated that with the low blood glucose levels she noticed having issues with her memory. The patient reported believing that the low blood glucose levels were due to staying up later at night and sleeping later the next morning. The patient confirmed noticing that the low blood glucose levels started occurring when she began staying up later and sleeping in later. The patient denied issues with the pump. Customer support walked the patient through reviewing the pump. The patient confirmed the time and date were correct; the patient also stated that the insulin on board settings were correctly programmed. The patient confirmed that all of the boluses in the pump history were completed. Customer support advised the patient to continue to monitor blood glucose levels and to contact a health care professional to discuss possible adjustments related to changes in sleep pattern. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.